Event description:
Patient having bi-v aicd in ep lab, when cardiologist was using stapler, a white powder was coming out of the stapler and dropping onto the pt's incision. No harm or infection to pt, who was discharged 2 days later.